Manufacturer narrative:
In response to FDA report number mw 5082899. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Patient reported right-side "arm pain and burning, pain above the clavicle, pain in center of chest" and "large seroma on the right breast." Device remains implanted.